Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 15-mar-2023, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. See attached email and logs. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax post-procedurally. As a result, the patient required placement of a chest tube and hospitalization to resolve the complication.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. A 23g flexision needle with compatible forceps was utilized. Imaging modalities used included c-arm fluoroscopy and radial ebus. The patient had a medical history of copd and valvular disease (chf). The biopsied lung was the right upper lobe - anterior segment. The distance to the pleura was 1.5cm (medial pleural border). The lesion was a proximal lesion outside of the airway. Per the physician, no pneumothorax was identified on fluoroscopy. Per the physician, after the patient was extubated, anesthesia had to ventilate the patient for about 1 minute and this is what the physician attributed as the cause of the pneumothorax. The size of the pneumothorax was large, but the patient was asymptomatic. A chest tube was placed to resolve the pneumothorax. The diagnosis obtained was adenocarcinoma (malignant). The patient was hospitalized for 1 day and then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.